Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer reported that pressing menu button takes them to the menu screen and using the up arrow allow them to navigate screens. The customer stated that using the down arrow does not allow them to navigate screens. The customer stated that the left arrow, down and return button were not responding. The customer reported that the issue was intermittent. The insulin pump was neither dropped nor exposed to moisture. The customer stated that the block mode was inactive. The customer reported that an alarm was not in progress at the time the button was unresponsive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. It was reported that the button was not unresponsive during an easy bolus attempt. The customer was offered troubleshooting for bad sensors but they declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).